Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the IV set inside a ziplock bag were provided for evaluation. The photographs were evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. The reported defect was not confirmed. A thorough investigation could not be performed with the photographs provided. Therefore, no root cause can be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): when spiking blood bag the connection site of the spike to the tubing started leaking blood. Product complaint(s) being reported: IV tubing. Other serious outcome: blood started dripping from tubing. Impact to patient: delay in treatment, risk for infection / introduction of contaminants, under dosing of ordered medication / fluids. Action(s) taken tubing replaced (triple bag and send to material management). Medication / fluid blood. IV rate issue during spiking.